Manufacturer narrative:
Insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump was unable to perform displacement test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump had a battery tube threads cracked, minor scratches on lcd window, cracked reservoir tube and missing end cap sticker.

Event description:
Customer reported receiving a motor error alert on the insulin pump. The blood glucose reading was 146 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.